Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/22/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box showed no abnormal pump behavior or related issues. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a keypad response issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.